Event description:
On 28-oct-2019: follow up information was submitted because result of complaint investigation of the returned used devices (1 set, 1 cannula), showed that all test results were within specifications. Based on the result: device, method, result and conclusion codes were updated. Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the infusion set tubing had detached at the quick release while the patient was sleeping. The site location was on the patient's stomach. The pump was worn on her waist band. The infusion had been in use for 1 day and the infusions were stored in a plastic tote bag. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. Reportedly, her blood glucose level was 250 mg/dl. No further information available.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the infusion set tubing had detached at the quick release while the patient was sleeping. The site location was on the patient's stomach. The pump was worn on her waist band. The infusion had been in use for 1 day and the infusions were stored in a plastic tote bag. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. Her blood glucose level was 250 mg/dl and later it went to 400 mg/dl. No further information available.